Event description:
Since the screws were implanted, user's quality of life has decreased due to neurological impingement. User now experiences high level of pain for which he needs regular treatment. User believes the screws were used incorrectly for him.